Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, the technical support specialist connected with customer and confirmed that the station was back online. The system functioned as intended after the technical support specialist verified the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was shut down and not turning on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.